Manufacturer narrative:
Section h10: (a1) patient identifier (in confidence): (B)(6). (B2) outcomes attributed to adverse event: added check for hospitalization - initial or prolonged. (D4) catalog number: 320-20-42, serial number: (B)(6), expiration date: 27-jul-2021, unique identifier (UDI) #: (B)(6). (E3) occupation: physician. (G5) PMA/510(k)number: k063569. (H4) device manufacture date: 29-jul-2016. (H7) evaluation codes: 1924, 4002. Section h11: *the following sections have corrected information: (d1) brand name: equinoxe (d2) common device name: rev compress screw lck cap kit, 4.5 x 42mm (e1) initial reporter name: dr. (B)(6). (E2) health professional?: yes. (E4) initial reporter also sent report to FDA?: no. (G1) MDR reporting contact name: (B)(6). (G3) report source: health professional. (H3) the glenoid baseplate loosening reported was likely the result of the screw(s) fracturing. The underlying cause of the screw fracture is unknown but may have been the result of the reported patient fall. However, this cannot be confirmed as the devices have not been revised and, therefore, are not available for evaluation, and no further information was provided.

Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery:(B)(6) 2016. Aseptic glenoid loosening. The case report form indicates this event is possibly related to devices and possibly related to procedure.